Manufacturer narrative:
Product complaint # : (B)(4). The reported observation could not be confirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spd found a screwdriver broken after the case. There was no surgery time or patient affected. It was also reported that the replacement screwdriver was found to be stripped.